Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting rapidly. The customer's blood glucose (bg) was 147 mg/dl. Tandem technical support followed up with the customer to perform troubleshooting for the issue, however the customer declined to troubleshoot the issue. No additional information was provided.